Event description:
It was reported that the device battery was not working, and the device exhibited a battery communication timeout. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 11/28/2023 one device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log confirmed battery communication timeout. Functional testing was able to replicate the reported issue during power up process. The root cause was determined to be the main battery pack. The battery pack was replaced and software updated to v1.6.5. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.